Event description:
Reportedly, during testing, a black screen occurred on the ventilator. The covidien service engineer (cse) replaced the liquid crystal display (lcd) screen and resolved the issue. The device was not in use on a pt when this occurred.

Manufacturer narrative:
(B)(4).